Manufacturer narrative:
Device evaluation summary: evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. The electrode belt connector locking nut was missing, preventing the belt from successfully connecting to the monitor. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector housing. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his electrode belt connector was broken. The pt was issued a replacement electrode belt.